Event description:
It was reported that the right ventricular (rv) pacing lead had increasing thresholds, oversensing from increasing short interval counts (sic) and high impedance confirming a fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6944-65 lead, implanted (B)(6) 2003. (B)(4).